Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was difficult to implant due to patient anatomy. High thresholds were noted. At the post implant follow up appointment, thresholds were noted to be higher. An x-ray revealed lead dislodgement. The lead was electrically deactivated and remains implanted. No surgical intervention is planned at this time. The patient is not pacemaker dependent for atrial therapy. No adverse patient effects were reported.